Manufacturer narrative:
No additional information could be obtained after the initial report and the device was not returned to the manufacturer for evaluation. The product identification necessary to review the specific manufacturing history was not provided, therefore all non-conformance's for all devices intended to be implanted ((B)(4)) were reviewed and no issues were identified during the manufacture and release of the product that could have contributed to the problem reported. The most likely cause cannot be determined due to the limited information provided and the device not being returned. No malfunctions have been alleged with any tmc hardware, nor does any information indicate it was a determining factor for performing the revision. The company will supplement the MDR as necessary and appropriate.

Event description:
Two screw drivers were requested from tmc for a potential hardware removal case on (B)(6) 2018. The date of the patient's original bunion surgery is unknown and additional information was unable to be obtained. Tmc supplied the screw drivers for the hardware being removed for unknown reasons.